Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. The customer stated that the pump battery depleted quickly which caused the blood glucose to rise and customer to go to the emergency room. The customer also mentioned a crack on the pump corner on one side. The insulin pump will not be returned for analysis.